Manufacturer narrative:
The investigation determined the event was due to contamination of the flow path which was resolved after service performed complete instrument decontamination procedures. The investigation determined the event was due to a maintenance issue.

Event description:
The initial reporter questioned the results for an unspecified number of patient samples tested for calcium on a cobas 8000 c 702 module. An example of discrepant results was provided for 1 patient sample. The initial result was 1.4 mmol/l. The repeat result was 2.38 mmol/l.

Manufacturer narrative:
Section e1 facility name continued: (B)(6). The calcium reagent lot number and expiration date were not provided. The field service engineer (fse) performed full instrument decontamination procedures. The degasser tank and the bath degasser were replaced. New cuvettes, lamp and heat cut filter were placed. The customer performed qc with acceptable results. The customer has had no further issues. The investigation is ongoing.